Event description:
N/a.

Manufacturer narrative:
Testing of actual device (10/3233) a getinge field service engineer (fse) was dispatched to evaluate the iabp and found no fault logs associated with reported alarm. The fse determined that the pneumatic module assembly was faulty and replaced the same. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump would not inflate. The start up process was initiated 3 times and each time it failed. The unit was swapped out with another to continue therapy. There was no patient involvement, and no adverse event reported.